Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0051694 has been reviewed. One related qn was found, qn# (B)(6). The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a blood control feature that did not work during use. The following information was provided by the initial reporter: material no: 382523, batch no: 0051694 issue: three of these IV catheters' vacuum failed. When retracting needle after placing IV the catheter "holds" the blood until tubing is hooked up. In these three incidences the blood flowed through the catheter instead of "holding".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a blood control feature that did not work during use. The following information was provided by the initial reporter: material no: 382523, batch no: 0051694. Issue: three of these IV catheters' vacuum failed. When retracting needle after placing IV the catheter "holds" the blood until tubing is hooked up. In these three incidences the blood flowed through the catheter instead of "holding".